Event description:
It was reported that cgm displayed malfunction message referred to as error 42 while customer was using g6 sensor. There was no reported impact to the customer¿s blood glucose level. Customer contacted support, received guidance to perform complete pump reset, and after reset cgm error did not appear again and sensor session was successfully started.